Event description:
The facility reports during a previous transfer it had been noted the lift would not lower down, they raised the lift and lowered again and then it went down the rest of the way. Another lift was brought into the room for the next transfer. By mistake a staff member grabbed the lift that was not working properly, hooked the resident onto the lift and raised the resident out of the bed. They positioned the resident over the chair and staff member suggested they try the emergency lower button. They were lowering the resident down when the lift free fell six inches and the resident landed in the chair. Another member of the staff was beside the resident positioning the chair closer when the lift free fell and the hanger bar hit the staff member on the head. Upon inspection the lift was found to have 2 broken lower guide wheels and it is believed that a piece of the broken wheel wedged itself under the upper guide wheel which caused the lift to jam. When the emergency lower button was pushed, the safety switch was bypassed, allowing the lift to lower. All four guide wheels and lift strap were replaced and the lift put back into service.